Event description:
A report was received that the patient was experiencing extreme pain at the pocket site and was unable to charge the ipg. The patient had a recent pocket revision (MFR report #: 3006630150-2015-02040) wherein the physician used electrocautery during the procedure. The patient underwent another revision procedure wherein nothing was explanted or removed. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).